Event description:
It was reported that this implantable pacemaker was explanted due to its inclusion in the ingenio high battery impedance advisory. There was no request to perform data analysis in order to confirm or discard any abnormal battery behaviors. No additional adverse patient effects were reported. The device is expected to return.

Manufacturer narrative:
If additional information is available, a supplemental report will be provided.